Event description:
Paramedics attended to a pt having chest pains following a family dispute. Initially the pt declined treatment but eventually agreed to be transported to the hosp. Paramedics attempted to monitor the pt and reportedly the device would not power up. Once removed from the hostile environment, the pt was said to be pain free and was released from the hosp without treatment.